Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler was returned multiple staples misaligned at the front of the cover block. Upon functional testing, the trigger engaged but no staple formed, the misaligned staples were preventing any others from firing. The stapler was received with 15 staples left in the cartridge, indicating at least 20 unreturned staples that were fired by the customer. The device was disassembled and die casting anomalies on the forming tool were also discovered. A device history record review could not be performed as no lot number was provided by the customer. A non-conformance was opened by the manufacturing site to evaluate the issue of wide visistat staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.